Event description:
It was reported that there was pain at the pocket site. Diagnostic testing or troubleshooting performed was impedance testing. The patient had pain in the pocket for approximately six months. They were getting effective therapy. The impedance test was in normal range. Patient status at the time of the report was alive, no injury, and there was pain at the device pocket. Actions required as a result of the event was a revision; the battery was moved to the other side. The device was moved from the right buttocks to the left. The impedance check after the move showed the same values. Post-operatively the patient had to turn the voltage up to 9 volts to feel stimulation. They gave a second program to the patient which was a lower voltage. The event cause was unknown and the manufacturer representative (rep) had not talked to the patient since the pocket revision.

Manufacturer narrative:
Concomitant products: product ID 748951, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3888-33, lot # j0425002v, implanted: (B)(6) 2004, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 377660, lot # v002898, implanted: (B)(6) 2006, product type lead. (B)(4).